Manufacturer narrative:
(B)(4). Date of event is 2019. Event day and event month was not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagectomy procedure, when the surgeon fired the first cartridge on the stomach, the firing sequence was completed without any difficulty but on opening the gun he found that the tissue was cut but no staples were formed properly, he completed the step by suturing the staple line. He completed the rest of the procedure by loading other cartridges. There were no complication and bleeding was controlled by suturing. Procedure was not delayed and the procedure was successfully completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n57466. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.